Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with all buttons responding properly. However, traces of moisture were found at the keypad traces. The insulin pump was received with cracked case at display window corners and display window, minor scratches on lcd window, broken battery tube threads and missing end cap sticker.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 5.7mmol/l. Advised insulin pump would be replaced. No additional information was provided.